Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. All cgm alerts were at factory setting (on), and audio was set to "high." Data for the described event on 2024-01-27 was reviewed. Review of the device logs shows at 1:14pm the "fill tubing" screen was displayed, and 80 units were primed for an infusion set change operation. The user experienced mild hyperglycemia (maximum cgm glucose of 257 mg/dl at 1:35pm) during the afternoon of (B)(6) 2024 followed by a decrease in cgm glucose levels greater than 2 mg/dl per minute starting at 2:10pm. The ilet had suspended insulin dosing at 1:22pm. All low glucose alerts were triggered but no alerts were marked as acknowledged. At 3:19pm cgm glucose was at 31 mg/dl and a "usual" sized lunch meal announcement was logged requesting 2.5 units of insulin. Cgm glucose remains below 54mg/dl through the end of the logs. Based on the engineering logs, the ilet is not malfunctioning. The device is triggering cgm glucose related alerts appropriately and was not found requesting insulin to be delivered during low and urgent low events. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. After review of the case notes, ilet report, and device logs, the assignable cause for this hypoglycemic event appears to be failure to disconnect from the tubing when completing a tubing fill, as well as delivering a meal announcement while cgm glucose was low. It is unclear why the user primed the tubing shortly after their training visit.

Event description:
On 1/30/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event and was in the hospital. The event occurred on (B)(6) 2024. The cds reported in the morning of 1/29/24 she conducted an in-person training with the user. The user was able to place the infusion set and prime the tubing without difficulty. The ilet was initialized at 9:05am and the user's weight in the device matches their statement of medical necessity. After training the cds reported there was 118 units of insulin in the ilet, and the user's bg was 170 mg/dl. The user began having low bg around 2:00pm. At this time, the user was on the phone with her sister to assist with treating the low bg. The user first ate glucose tabs and drank juice. Then the user ate a sandwich and fruit. The user's bg would not come up. The user realized there was only 23 units of inulin left and it had only been a few hours after training. The sister then took the user to the ER and the user was admitted to the hospital for two days. The user was treated with an IV of d10. The user reported she did not lose consciousness or have a seizure. The user is off the ilet and is back on mdi. The user reported she is doing well. The cds followed up with the user on (B)(6) 2024 and reviewed the ilet log report. The log report shows on (B)(6) 2024 at 1:14pm 80 units of insulin was primed. Also, the log report shows a "usual" size lunch meal announcement was made at 3:19pm when cgm glucose was "low". The user reported she was very confused that afternoon, can't clearly remember the events, and did not know she announced a meal when her bg was low.